Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to clinic due to meter error messages. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-0 and e-2). Pharmacist from clinic is calling on behalf of the customer. Customer had gone to the clinic due to the meter error messages. The customer feels well and did not report any symptoms. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 05/13/2027, and per the customer they had just received the meter the day prior to the call.